Event description:
A surgeon reported an unexpected postoperative refraction following an intraocular lens (iol) implant surgery. The surgeon reported the outcome was probably due to issues with the biometry instrument. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).